Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 24 mg/dl at the time of the incident. The current blood glucose was 40 mg/dl. Customer eat dinner between 7-8 pm and check blood glucose. It was little high 206 mg/dl, 177 mg/dl, 169 mg/dl, 246 mg/dl. The customer was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The device will not be returned for analysis.